Event description:
It was reported to philips healthcare after preventative maintenance a battery was ordered. There was no symptom or allegation of a failure. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4).